Event description:
It was reported that this pacemaker system exhibited farfield signals on the right atrial (ra) channel. These signals were falling on the refractory period, leading to inappropriate atrial tachy response (atr) mode switches. Technical services (ts) recommended increasing the right atrial (ra) lead intervals. No adverse patient effects were reported. This pacemaker remains in service.